Manufacturer narrative:
The device was returned and the evaluation found that the touch screen blacks out occasionally, due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center touch screen blacks out. The issue occurred during preparation for use for a diagnostic procedure that was completed by using a similar device. There was no delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the facts obtained from the investigation, it is presumed that the touch screen blacks out occasionally due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.